Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump errors including an error in the motor was detected by reading unexpected value from hall sensor were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was 228 mg/dl. Troubleshooting steps were provided for pump error and insulin pump alarm again. Customer was able to clear the alarm but unable to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis